Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited loss of capture. Additionally, the patient experienced pre-syncope and asystole for greater than 2 seconds. Subsequently, the pacemaker was explanted and replaced and the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.